Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a fiber inside a small volume intermate. The particulate matter was identified after the device was compounded with ceftriaxone, during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 15b006 was manufactured february 23, 2015 ¿ february 26, 2015. The affected device was received for evaluation. A visual inspection on the unit (via the naked eye) noted a white particle 0.35 mm in size, floating inside the fluid of the reservoir. The particle was identified to be acrylic material via fourier transform infrared spectroscopy scanning. The origin of this material is unable to be determined with the provided information. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.